Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a 12x microscope magnification showed an unknown dried substance on the lens. The lens was cleaned using a detergent, purified water and a swab. After cleaning, the lens was inspected again under the microscope and no anomalies were found. Investigation of the return sample and the condition of the return sample do not suggest the contamination before cleaning was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white plaque was observed inside the material of an intraocular lens. The lens was not implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial report the product code was incorrectly identified as mfk. The correct code is poe.